Manufacturer narrative:
Follow-up information received: caregiver lifted client off chair and after a few seconds he fell back causing the patient to be aspirated. Return of the lift for inspection is to be conducted soon. A meeting with customer to clarify incident detials will be also arranged by our sales and service unit.

Manufacturer narrative:
On 2018-feb-21 additional information in respect to this event was received by arjo: a resident died. It is unknown if the death was directly related to the incident with maxi 500. We were informed also that this was the a use error problem. Additional information will be provided upon conclusions of the investigation.

Manufacturer narrative:
On 2017-dec-01 an arjo employee become aware of an event which occurred with a maxi 500 passive floor lift and sling. It was reported that during a patient transfer, the patient rotated and flipped upside down. The patient had a peg tube in place and the event caused the patient to aspirate the feeding fluid. As a consequence of the aspiration the patient was hospitalized. A review of reportable events registered during last 5 years shows that there have been a number of complaints claiming that the patient fell from the sling. Despite our best efforts, the facility would not give any additional follow up information related to the event.the arjohuntleigh representative had a conversation with a representative of the northern ireland adverse incident center ( where the event was reported )that indicated the incident might be a result of "sling user error /misuse." From information provided in above description, it was decided the investigation should be conducted towards the problem related with the patient falling out of the sling, the device was not examined by arjo service after the event due to fact that the lift has been quarantined by the customer facility and was not available for further evaluation. It remains unknown what type and size of sling was used at the time of the event. Although the customer advised that they had no concerns with the sling after they inspected it following the incident. Sales history was reviewed by arjo sale and service unit. An analysis showed that on october 16, 2017 a large transfer sling (model number: maa4100-l) with extended leg pieces was delivered to the involved customer facility. Due to limited number of information, we have not been able to confirm model of sling that was used at the time of the event. The device was inspected by a 3rd party service company after the event - no defects were found. Based on performed simulations and review of previous customer complaints there are different situations which might result in a patient falling out of a sling: the sling clip detached from the device- this situation appears when the sling clip is wrongly attached to the spreader bar. This situation might be related with the event. The clip sling was broken. This was improbable because after the incident the caregivers were able to readjust the patient and used the sling to complete the transfer to the patient's bed. Slip out of sling due to a wrong patient assessment or the wrong type of the sling used for a transfer. This situation might be related with the event. The patient slipped out of the sling because the wrong type or size of sling was used for the transfer. This could be related to the type of event described. However none of above mentioned hypothesis could be confirmed with certainty. Two months after the adverse event on 21-feb-2018 an arjohunteigh representative received information that patient passed away. Unfortunately, we did not receive additional information related to the circumstance of the event. To conclude, the system - clip sling and lift was used for patient's care and in that way contributed to the alleged event. The device was not inspected due to the fact that involved device was quarantined by the facility and the sling could not be identified. Since the patient fell from the device, it can be stated that the system did not meet its performance specification. Based on available information, we could not confirm a correlation.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that during a patient transfer by caregivers using maxi 500, the patient rotated and flipped upside down, causing aspiration. It was reported that the patient has been hospitalised after the incident. No further details available at this time.